Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Environmental stress cracking (esc) was observed approximately 130 millimeters (mm) from the terminal pin, limited to the surface. Cuts were present in the suture sleeve. Melt marks were noted on the outer insulation, likely resulting from electrocautery damage during explant. Electrical continuity testing failed, revealing two outer coil fractures at 95 mm and 130 mm, which were likely induced during the explant procedure involving electrocautery. No lead issues could be identified that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced. No additional adverse patient effects were reported.